Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture thresholds. This rv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.